Event description:
It was reported patient "heard tones" from the device and patient complained of fainting twice. Patient was seen by physician the following day. No further reports of syncope. Pt. Complained of "body jumping" during sleep. Device was interrogated during the visit. No atrial or ventricular tachycardia episodes were detected. No shocks were delivered. Sensors were adjusted to increase safety margins. Device function was within normal limits and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.